Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller being damaged and backup battery fault alarms were confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) collectively contained data spanning approximately 10 days (28may2023 ¿ 07jun2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were intermittently observed throughout the data, occurring near the timeframes of when the patient routinely disconnected the white power cable to perform power source exchanges. This indicates that the backup battery was unable to properly communicate with the controller¿s black power cable which would result in an alarm when the white cable was disconnected. The alarms resolved within a few seconds of activation after power had been restored to the white power cable. No other notable events were observed. The returned system controller was observed to have a bent pin in its backup battery upon arrival. The pin was identified to be responsible for the battery¿s connection to the controller¿s black power cable, and damage to this pin would prevent the battery from properly communicating with the controller¿s black power cable which is consistent with the alarms observed in the log file. The pin was straightened, then the controller was functionally tested and was found to perform as intended. The root cause of the bent backup battery pin, causing the backup battery fault alarms to occur, was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) instructs users to not use backup batteries that appear damaged. This section also describes the backup battery installation process. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for controller damage and subtherapeutic international normalized ratio (inr) related to iron-deficiency anemia. Log file analysis captured intermittent backup battery (ebb) faults; the ebb was reaching its maximum usage count, possibly indicating the controller was losing external power and reverting to ebb power. A controller exchange was recommended as the patient had a prior history of ebb faults; the controller and the modular cable were exchanged. A reason for the modular cable exchange was not provided. Related modular cable MFR #: 2916596-2023-04072